Manufacturer narrative:
Continuation concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported by the patient that a shock was received and that the patient then received "little ones". The patient also reported that when sleeping, it feels as if arms and legs are moving. The patient later reported receiving a shock from the implantable cardioverter defibrillator (ICD). The device was reprogrammed, the patient returned home and received a shock again and alleges a problem with the device. Additional information was requested from the clinic and not received. The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.